Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. Even though no product was returned for eval, internal corrective actions were implemented to address the solvent application during the mfg process. Operator retraining and awareness documented the effects of side port detachment, as well as, the tolerances of the side port and tubing.

Event description:
The problem was that, post procedure, the sidearm detached from the sheath hub. This led to bleeding out of the sidearm and the introducer needed to be replaced with another one. The separation of tubing appeared to simply be that the bonding agent on the tube where it connects with the sheath hub was not sufficient to stay in place and/or there was excessive tugging on the tubing to create the separation. This event occurred with another pt just a couple of days from this one with the same lot number. Neither event caused any problems for the pt. The account stated there was no excessive pulling on the sidearm.